Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Event description:
The recipient is reportedly experiencing a skin flap infection and wound breakdown at the incision site. The recipient was prescribed augmentin 875 bid for 2 weeks and keflex 500 tid.